Event description:
It was reported that a patient slipped when dismounting from the x-ray table following a diagnostic x-ray exam. The patient's leg was apparently cut from contact with a sharp edge on the patient step. It is not known if the patient was being assisted at the time. The patient was treated on site for an approximate three inch laceration to the calf area.